Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, causing an increase in mitral regurgitation. It was reported that, on (B)(6) 2015, the patient with functional mitral regurgitation underwent implantation of two mitraclips (lot numbers 41223u101 and 41223u104) reducing the mitral regurgitation from grade 4+ to 1+ to 2. Post procedure, both mitraclips appeared stable the leaflets on transesophageal echocardiogram and fluoroscopy. Two days post procedure, it was noted that the one mitraclip had detached from one of the leaflets (single leaflet device attachment-slda). The lot number of the slda clip could not be identified. Mitral regurgitation increased to 3+ as a result of the clip detachment; however, no additional intervention has been performed. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) were considered, including manufacturing, patient morphology/pathology and user technique. A review of the lot history records for both lots (41223u1/01 and 41223u1/04) identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a query of the complaint-handling database identified no previous incidents reported for single leaflet device attachment from the reported lots. All available information was investigated and a definitive cause for the reported single leaflet device attachment [slda] could not be determined. It should be noted that there was no reported issue or malfunction with either clip delivery system [cds] device during the procedure and the clips appeared to be stable by echocardiogram and fluoroscopy. There is no indication of a product quality issue with respect to manufacture, design or labeling. It was further reported that as a result of the slda of the clip, the mitral regurgitation (mr) increased from grade 1-2 to a grade 3; therefore, the reported patient effect of worsening mr appears to be related to procedural conditions. The patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.